Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the time of the "box change" the lead impedance has been relatively low and unstable. It was also reported there was a low impedance alert and both the superior vena cava coil and the right ventricular coil displayed low impedance. A decision regarding intervention has not been reached. The device and lead remain in use and no patient complications have been reported as a result of this event.